Event description:
It was reported that: the pt had come from the or and was being ventilated in continuous positive airway pressure mode on the babylog ventilator with another MFR's apnea pressure monitor (apm) in line to monitor pressure. The pt was then switch to simv mode of ventilation and the apm was removed from the circuit. The user inadvertently did not close the pressure line from the breathing circuit, only disconnected it from the apm, leaving a leak in the circuit. The pt was ventilated for 5 to 6 hours until the blood gas results were drawn, and that is when the leak was noted and corrected. The minute volume alarm limits were set at: low 0.05 l/m and high 1.0 l/m. As a result no alarm was noted by the user. The user could not remember the specific machine serial number.